Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Info information received by medtronic indicated that the insulin pump¿s back button had to be pressed multiple times to get the respond and it was not turning on after changing the battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.